Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A ophthalmic surgeon reported that during a procedure the irrigation did not flow. The procedure was completed by manual irrigation. There was no harm tot he patient. No additional information is available.